Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot m167408 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot m167408 and test base part number 190-430 / lot m167408. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot m167408 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, a possible assignable root cause is patient sample interference. Substances in the sample itself may have interfered with the reaction.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay on performed on (B)(6) 2021. On (B)(6) 2021, pcr confirmation testing was performed generated a negative result. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.